Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history records for each possible batch number (8670542 or 8462657) were reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient underwent implantation of an aortic valve prosthesis (tavi). At the end of the procedure, a moderate pericardial effusion with hemodynamic compromise was observed, and at the time the patient was submitted to a CT-guided pericardiocentesis. The day after the procedure, with a complete av block of sudden onset and with hemodynamic compromise. A temporary transvenous pacemaker was placed through the femoral vein, which was removed the next day, after placement of a permanent pacemaker. With the removal of the provisional pace, there was a new pericardial effusion with hemodynamic compromise, presuming right ventricular perforation. The patient had to be taken to the operating room for drainage and resolution of any perforation.